Event description:
Event description: per cnf, it was reported that: event stuck guidewire. When did it occur?after insertion into the left atrium, before application in the lspv. What type of guidewire was used? Starter wire. If the guidewire was a bsc device, what was the lot or j-pos number? 9895966. Was a new guidewire used to continue the procedure or was the same guidewire used? A new guidewire was used. Was the guidewire removed as usual? It could not be removed. Was there any resistance during manipulation of the guidewire?; this could not be confirmed with the physician. Was the guidewire moved in and out of the catheter several times? Yes, it was. How long was the coagulation time (act) when the stuck occurred? The exact value is unknown, but it was over 400 seconds. Please describe in detail how it happened; while advancing the farawave through the faradrive and attempting to position it in the lspv with the guidewire leading, the guidewire became immobile. The location where it became stuck was not near the pv, but rather within the free space of the left atrium. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account.' In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient. Patient outcome: no adverse event. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Physician's comment: generator used ablation catheter used other used. Event date: (B)(6) 2026.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return of the device.